Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) due to atrial originated arrhythmias and the rhythm was converted. Also, syncope was reported, correlating with the patient experiencing the arrhythmia. Some under sensing was also observed due to functional blanking. No out-of-range measurements were observed. The ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.